Event description:
It was reported during remote follow up that the right ventricular lead exhibited post-paced t-wave oversensing (pptwos). The lead will continue to be monitored. There were no patient consequences.